Event description:
It was reported that the patient stopped using stimulation therapy after having her hip replaced in march. The patient turned it off for surgery and when she tried to turn it on it bothered her leg, caused pain, strikes, and her whole left side started itching. These symptoms stopped when she turned stimulation off. The patient wanted to find out if she could start using stimulation therapy again, she asked how long her ins could last and said she thought she needed a refresher in suing her equipment. The patient would need to see a healthcare provider (hcp) to get stimulation started up again, the implantable neurostimulator (ins) may last up to 9 years. The patient would probably to be able to start charging on her own and should see the hcp and tell him about her symptoms. The patient¿s toes of her left leg had been somewhat asleep since 1985 due to a disc block which calcified and the spinal cord was flat as a ribbon. The hip was replaced in (B)(6) and putting the hip in seemed to awaken the bad nerves. The patient went to an hcp who did muscle testes. The patient was going to have a knee replacement the next year, she had no cartilage in it. The new hip was working well and maybe the patients drop foot wouldn¿t come back. The hcp saw all the nerve damage when they did testing after hip replacement. The patients ins was overdischarged. The last time she effectively charged was probably in (B)(6) 2014. The patient stopped charging and using stimulation just before her hip surgery. There was a successful power on reset (por) on (B)(6) 2014. As of the day of the report, (B)(6) 2014, the patient had continued to monitor the ins and charge and the ins seemed to be holding a charge. The patient was instructed to continue exercising and charging the ins. They would attempt to meet or walk the patient through using the patient programmer to start using stimulation again later that week.

Event description:
Additional information received reported that as of the day of the report, the patient had been recharging. The patient had not been using the stimulator. The patient was instructed by the manufacturer representative to follow up when the patient decided to use the stimulation and if the patient needed any reprogramming.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient reported that after a hip surgery in (B)(6) 2014, they upped the amount of gabapentin (neurontin) that she took. It helped because the nerves were shocking so bad. The shocking was related to the device because they were damaged nerves from the surgery she had in 1985. They took the rib out to get at the disc and she had been taking gabapentin ever since. The surgery caused her leg to be asleep, those nerves were highly damaged from 1985 from her toes to her calf. The hip surgery in (B)(6) 2014 caused the bottom of both feet to go to sleep and if she felt a little spec of something on the floor she had hyper feeling in her feet. The patient also mentioned florixitine. Further follow-up is being conducted to determine what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that their issues had been going on since 1985 when their disc was removed. They noted that the hip procedure in 2014 was causing the tightness in their foot and their dropped foot. These issues had nothing to do with the stimulator.

Event description:
Additional information received reported the patient had a successful power on reset (por) and would follow up if additional reprogramming was needed.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).